Manufacturer narrative:
The device was returned to olympus for inspection although the exact root cause could not be conclusively identified, the investigation suggests that the defects were likely due to repeated use, external factors, or handling-related stress. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, it was found that the image on the videoscope was not displayed due to damage to the charge-coupled device (ccd) unit. Additionally, corrosion was observed on the control unit due to water leakage. There was no patient involvement.